Event description:
It was alleged that the tip broke off inside the pt's knee. It was reported that there was no injury to the pt, however there was a 5 minute delay to the case.

Event description:
It was alleged that the tip broke off inside the pt's knee. It was reported that there was no injury to pt, however there was a 5 minute delay to the case.